Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose in the 40 mg/dl range on (B)(6) 2017. He was also hospitalized on (B)(6) 2017 due to a blood glucose of 44 mg/dl. During the first hospitalization the customer could not remember what he was saying and his wife could not control him. The same thing happened during the second hospitalization, and the wife called ems. The patient treated with food. During troubleshooting the customer discovered that his basal settings were incorrect; he was receiving too much insulin. The insulin pump was not returned for analysis.